Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-jul-2017, the fse replaced the test cup pickup assembly and the driver board. Error 4161 (cup transfer chuck home detect error) was observed. The fse replaced the flat ribbon cable for the test cup pickup assembly and performed all alignments. Two dozen cup transfer tests were run without errors. The customer ran controls and verified that results were within specified ranges. The most probable cause of the reported event was failure of the cup transfer assembly.

Event description:
On (B)(6) 2017, the customer reported receiving error 4151, cup transfer - z home detect error, on their aia-900 analyzer. The error was accompanied by the sound of "something shaking". No waste jam was observed, and cleaning the pickup chuck did not resolve the issue. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of e2 patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.